Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information requested by fax and mail on 02/11/2011 and by phone on 03/01/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical technician reported a shunt was removed and a trabeculectomy was performed in the same procedure. The technician stated the surgeon noticed the shunt had no flow rate and immediately removed it. A trabeculectomy was performed and an additional flap was not needed.